Manufacturer narrative:
The force bipolar instrument was received and failure analysis found the instrument to have to have a broken main tube approximately 1.8805" from the distal end. No piece was missing. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the base of the force bipolar instrument tip broke off while the surgeon was trying to grab tissue. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically.